Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that use error was the mostly like cause of the access site bleeding because the repo sheath was not advanced deep enough into the arterial femoral artery. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 69-year-old male patient was admitted in cardiogenic shock due to acute myocardial infarction. There was known coronary artery disease, which was treated by percutaneous coronary intervention without impella support. The patient was then transferred to the intensive care unit, where his hemodynamic condition worsened. Ventricular tachycardia required cardiopulmonary resuscitation. An impella cp cardiac pump was successfully inserted to unload the heart. The patient was moving in bed, coughing, and applying pressure. Bleeding occurred at the access site. The anticoagulation status at the time of the incident is unknown. The impella cp was removed, and the femoral artery was surgically closed. An unknown number of red blood cell concentrates, and additional catecholamine were administered to hemodynamically stabilize the patient. The attending physician is uncertain whether introducer sheath was inserted far enough into the femoral artery.

Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿